Manufacturer narrative:
Technician support instructed the account to first check the CPR valve and if that is not being pulled to try to go to the sensor calibration to check for a stuck switch. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged that the head section is drifting down in about 30 minutes. He has replaced the head up and down valves with no change.